Event description:
I'm not able to remove the tampon [foreign body in reproductive tract]. Tampon has no cord [device physical property issue]. Not able to remove the tampon because there is no cord [complication of device removal]. Case description: consumer called stating she was not able to remove the tampon because there was no cord. She reported she was not sure if the cord was ever attached to the tampon, it might have been missing before she inserted it. No serious injury was reported.

Manufacturer narrative:
On 01-may-2020, product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
I'm not able to remove the tampon [foreign body in reproductive tract], tampon has no cord [device physical property issue], not able to remove the tampon because there is no cord [complication of device removal]. Consumer called stating she was not able to remove the tampon because there was no cord. She reported she was not sure if the cord was ever attached to the tampon, it might have been missing before she inserted it. No serious injury was reported.